Event description:
It was rep[orted that the bmw guide wire was placed in the side branch and another company's stent was successfully deployed. During removal of the bmw guide wire, it was found that the tip of the guide wire wire had stretched and separated. The separated tip remains in the patient.